Event description:
Pt was to receive a continuous infusion of 5fu over 5 days. Pump had been previously used to deliver hydration. When pump initiated for chemo delivery the programming or re-programming was wrong and pt received a 5 day infusion in approx. 1-2 hrs. Pump eventually alarmed "bag empty" due to the small chemo volume of 150 ml & 15cc overfill.